Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge well and was taking longer to charge. It was noted that the way the patient's skin was angled when standing, affected the connection between the ipg and charging puck. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge well and was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.